Manufacturer narrative:
The insulin pump passed displacement test and self test. Unable to complete download due to multiple alarms in alarm history screen. Alarm noted, due to corrupted history file. The insulin pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was failing to transfer data upon download. Nothing further reported.